Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi and high blood glucose test results. Mother is calling on behalf of the customer, who is fifteen years old. The customer is concerned with tests results from results obtained of hi, 418, 306, 215 and 546 mg/dl. The customer's expected fasting blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 12/18/2018, a blood test was performed by the customer and produced test result of hi using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/30/2020 and open vial date is 12/18/2018. The meter memory was reviewed for previous test result history: result 1:418mg/dl, date: (B)(6) 2018, time:4:11pm, fasting; result 2:306mg/dl, date:(B)(6) 2018, time:7:02pm, fasting; result 3:215mg/dl, date:(B)(6) 2018, time:4:02pm, fasting; result 4:189mg/dl, date:(B)(6) 2018, time:7:35pm, fasting; result 5:546mg/dl, date:(B)(6) 2018, time:4:05pm, fasting. Mother states that last a1c that her son took had a result of 13.1 performed 1 week ago. Mother states that she knows that with that a1c that high, that his blood glucose will run higher than normal.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi and high blood glucose test results. Mother is calling on behalf of the customer, who is (B)(6) years old. The customer is concerned with tests results from results obtained of hi, 418, 306, 215 and 546 mg/dl. The customer's expected fasting blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test result of hi using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/30/2020, and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Mother states that last a1c that her son took had a result of 13.1 performed 1 week ago. Mother states that she knows that with that a1c that high, that his blood glucose will run higher than normal.